Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 03/08/2016, a reporter contacted animas alleging that the patient was hospitalized on (B)(6) 2016 with extreme hyperglycemia and diabetic ketoacidosis. The reporter stated that the patient had a blood glucose level over 600 mg/dl with large ketones and symptoms of drowsiness, extreme thirst, excess urination, confusion, and large ketones. While at the hospital, the patient was allegedly treated with insulin via injection and intravenous fluids. The reporter reviewed the pump¿s history with customer technical support and stated that the pump¿s basal history did not match the active basal program. The patient had discontinued pump therapy at the time of contact. This complaint is being reported because the patient was hospitalized and the pump¿s history indicated that the pump might not have been delivering insulin accurately according to the pump¿s basal settings.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: a review of the pump's black box showed a pump reboot event on (B)(6) 2016 at 05:14. When the pump was powered back on the date and time was set to (B)(6) 2016 at 21:29. The black box showed that the pump was not in use from (B)(6) 2016 at 14:52 until (B)(6) 2016 at 12:45. On (B)(6) 2016 at 06:38, a replace cartridge alarm was recorded and deliveries resumed at 07:38. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate. At the end of the 24 hour duration, the basal history correctly showed the 2.0 unit rate and the total daily dose showed 48 units as expected. The recorded total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The pump was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation. The initial allegation could not be duplicated during the investigation. Unrelated to the alleged malfunction, the battery compartment was cracked above and below the bumper pad. The audio bolus button was torn, but still responsive. The keypad was also torn at the up key. All of the keypad buttons were still responsive. No contamination was found on the keypad contacts. (B)(4).